Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a myocardial infarction. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found no contamination on the device. An internal visual inspection was completed by the manufacturer. The manufacturer found signs of water ingress in the blower box and on the blower motor. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed signs of water ingress in the device. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   A correction to b5 was made and should be reported as:    the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience myocardial infarction. The medical intervention that the patient received in response to the event is currently unknown. The reported event of myocardial infarction and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.    Section(s) b1 and b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-05012-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a myocardial infarction. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.